Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the product could be opened and closed because the screw part of the tracker medium clamp and the large clamp was adhered. The cause was unknown. No patient was present.

Manufacturer narrative:
H6) the adjustment screw had been cross threaded into the clamp arm and had locked up. E1. Initial reporter information cannot be provided due to the restriction by the privacy regulation. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.